Manufacturer narrative:
Other applicable components are: product ID: 37791, serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported there was a 575 error code on the recharger. The patient thought the code was 575 but when asked if it maybe was 375 the patient didn¿t think so and couldn¿t duplicate it. The patient also reported poor coupling. The patient reported that her implant wouldn¿t turn on and she couldn¿t increase stimulation so she had pain in her legs. After checking battery life, it was reviewed that the patient couldn¿t make adjustments because her implant battery needed to be charged. The patient reported that only 0-2 coupling boxes showed and couldn¿t find anymore. The patient also reported that the antenna burned after a while of charging. The patient was assisted in using antenna locate and then attempting a charge session and the issue didn¿t resolve. The ins was confirmed to be off. The patient was sent a new antenna. No further complications were reported.